Event description:
The wire coil sheath of the disposable mechanical lithotriptor snapped during an endoscopic retrograde cholangio-pancreatography procedure. The doctor freed the stone from the basket of the mechanical lithotriptor, withdrew the device and used a second mechanical lithotriptor to crush the stone. After the stone was crushed, fragments were removed from the common bile duct and the procedure was completed without incident.